Manufacturer narrative:
Additional information: manufacture date provided.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the cable between the microscope and navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The cable was returned to the manufacturer for evaluation. Continuity testing found that there were opens in the cable. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacturing date is unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the microscope calibration could not be completed due to the navigation system being unable to establish a connection with the microscope. There was no patient present when this issue was identified. No additional information was provided.